Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the drive support cap is flushed. Customer's blood glucose reading was 600 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window and scratched case.